Event description:
During a scheduled f/u, it was found that this device could not be interrogated. Placement of the magnet over the device yielded a magnet rate of 80 ppm. It was recommended that this device be explanted and returned to biotronik for analysis. On (B)(6) 2011 - the pt was admitted to the hospital yesterday and kept overnight in preparation of device removal. However, prior to removing the device, it was successfully interrogated and reinitialized. At this time the device showed more than 3 years left on the battery. The physician decided not to explant this device. This device remains actively implanted.